Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the op5 controller, the charging port, and charging cable melted after the controller was left to charge overnight for 7 hours. The cable was removed and the patient attempted to charge the controller using a different charger but it would no longer charge. The controller itself was still powered on and showed approximately 68-69% battery. The charger used was not the original omnipod 5 charger. There was no impact to the patient reported. A new charger and controller was arranged to be delivered to the patient.